Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded introducer needle is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc 3cg catheter kit containing an introducer needle and guidewire was returned for evaluation. An initial visual observation showed the introducer needle was slightly bent. Use residue was observed on the guidewire and introducer needle. A microscopic observation revealed the needle bevel was damaged and a white piece of plastic was observed protruding from the distal end of the needle cannula. This plastic piece was able to be removed from the needle and was found to be about 1 cm long. The plastic was found to be bendable but hard. One side of the plastic piece was found to be concave, and the surface of the plastic piece was found to be smooth and even. No damage aligning with the size or shape of the plastic piece within the introducer needle was found on or within the needle guard or guidewire hoop. While the obstruction within the needle was found, the identity and origin of the occlusive material could not be identified. Therefore, the cause of the occluded introducer needle is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there was a problem with the ICU team, in the passage of PICC. The team reported a problem with the needle and the passage of the guide wire, which was obstructed. Patient damage occurs due to a second puncture of the vessel. No need for medical intervention. 06/23/2025 during investigation a microscopic observation revealed the needle bevel was damaged and a white piece of plastic was observed protruding from the distal end of the needle cannula.